Event description:
During a lower anterior resection procedure, after closing the device, the firing sequence was completed. No crunch was heard through the fiber washe. The staples were deployed in the rectum. There was no distal cutting from the blade. A new device was opened and used to complete the procedure. A leak test was performed and no leaks were found. There was no patient consequence.